Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of backflow is inconclusive due to the state of the returned sample. Three photographs of a groshong kit were returned for evaluation. An initial visual observation of the photographs showed an opened groshong kit. The kit tray and the introducer needle were observed to have use residue. However, the groshong catheter still had the stylet inserted and did not appear to have use residue. No damage to the groshong could be discerned from the returned photographs. No physical sample was returned and no tests could be conducted on the offending device. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the incident happened after the immediate insertion of groshong in patient. Back flow is coming from the patient body. As groshong does not have any clamp, so PICC has to be removed, and the new one was inserted. Hospital was assuming that the groshong valve are not working properly. No other information was provided.